Event description:
The patient was undergoing a medical procedure using a benchmark delivery catheter. After advancing the benchmark catheter, the physician hooked up a flush line and noticed a leak near the hub of the benchmark catheter. The benchmark catheter was removed and the procedure successfully continued using a neuron delivery catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the benchmark was fractured in the strain relief approximately 0.2 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated the benchmark was broken in the proximal shaft, and leaked when flushed. Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs when the device is improperly handled during preparation or use. If the catheter is removed from the packaging hoop or manipulated during insertion into the patient at an angle, the shaft may fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.